Manufacturer narrative:
(B)(4).

Event description:
It was reported noise episodes were observed on the right ventricular lead. The patient notifier was turned off and the nonsustained trigger setting was increased. The patient has not reported any symptoms.